Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe in the bulk sterile pharmacy convenience tray was found with foreign contaminates in the packaging and barrel, and a scale marking defect on the barrel before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: foreign unidentified matters were observed inside two filled syringes during particulate matter inspection. Six empty 1ml bd syringe -slip tip tray were found with different types of contaminants. Four empty 1ml bd syringe -slip tip in tray were found without plungers in the syringes barrel. One empty 3ml bd syringe -luer lock in tray was found with some type of contaminant. One empty 1ml bd syringe -slip in tip tray was found with a graduated marking defect. One blunt fill needle with filter was found with some kind of defect.

Event description:
It was reported that the bd luer-lok¿ syringe in the bulk sterile pharmacy convenience tray was found with foreign contaminates in the packaging and barrel, and a scale marking defect on the barrel before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: foreign unidentified matters were observed inside two filled syringes during particulate matter inspection. -six empty 1ml bd syringe -slip tip tray were found with different types of contaminants -four empty 1ml bd syringe -slip tip in tray were found without plungers in the syringes barrel -one empty 3ml bd syringe -luer lock in tray was found with some type of contaminant -one empty 1ml bd syringe -slip in tip tray was found with a graduated marking defect -one blunt fill needle with filter was found with some kind of defect.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10